Event description:
It was reported that during a gastric bypass procedure, error code 5: instrument error rec'd. Another device was used to complete the procedure. No pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned in good condition; however, the blade was noted to be scratched. The device was tested with a gen04 and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed.